Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was an alert for high superior vena cava (svc) impedance. It was also noted that the impedance rise was slow and steady. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.